Event description:
A customer reported experiencing no irrigation during a procedure. There was no patient harm reported. Additional information provided from the customer indicated that the irrigation stayed active during the procedure. The doctor activated continued irrigation in the footswitch and the scrub technician did not deactivate it, therefore, continued irrigation stayed active. The scrub technician was new and did not know how to stop the irrigation when required by the surgeon. The event was not related to equipment.

Manufacturer narrative:
The company representative examined the system and reseated the cables. The system was then tested and met product specifications. The customer did not return a sample for evaluation. For this reason, steps could not be taken to replicate or confirm the customer reported problem. The company representative observed the scrub technician is new and not trained on the system. The company representative conducted an in-service for the staff. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).